Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaked from the hardware block. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one level one was received for investigation in good condition. Upon functional testing, no leakage occurred. Based on the evaluation, the complaint allegation was not confirmed. No fault was found with the returned device.